Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and non-calcified cephalic vein. A 6.0 x 40, 40cm balloon catheter was advanced for dilatation. However, during initial inflation at 16 atmospheres for 60 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient was in good condition post-procedure.